Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Citation: baumuller s, anhalm h, muller mf, meyer ch. Long-term visual outcome comparison of bilateral implantation of apodized diffractive versus progressive multizonal refractive multifocal intraocular lenses after cataract extraction. Klin monbi augenheilkd. 2013 aug; 230(8): 791-5.(B)(4).

Event description:
In a journal article, the investigator reported that glare and halos were more bothersome with multifocal than monofocal implants. Adverse visual symptoms at night were reported equivalent between multifocal and monofocal pts. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the multifocal lens.